Event description:
It was reported that the arctic sun device was primed to fill. Device would not cool, and alarm 78 (non-recoverable system error) occurred. Per follow up information received via task on 01apr2025, no patient involved at the time of the malfunction. Per sample evaluation results received via task on 30jun2025, it was reported that the circulating pump flowmeter has a sticking impeller. Tank seals due to tearing and deterioration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. Circulating pump flowmeter has a sticking impeller. Flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. Circulating pump flowmeter has a sticking impeller. Flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was primed to fill. Device would not cool, and alarm 78 (non-recoverable system error) occurred. Per follow up information received via task on 01apr2025, no patient involved at the time of the malfunction. Per sample evaluation results received via task on 30jun2025, it was reported that the circulating pump flowmeter has a sticking impeller. Tank seals due to tearing and deterioration.